Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device. A cap and o rings were missing from flow sensor receptacle. Both parts were replaced and the device passed the user verification tests and operational verification procedures to manufacturer specifications. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "low vt" and was delivering 200-300 milliliters less than expected. The customer reported that there was no patient involvement.